Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. The defect will be fixed in a future release.

Event description:
The customer reported a mismatch in mu.